Manufacturer narrative:
See MFR: 3012307300-2017-01730 and 3012307300-2017-01797 (same patient).

Event description:
It was reported that the filter of a medex ultra small bore extension set was leaking. It was noted that the patient's bed was wet around twelve hours after infusion was started. There was no leakage noted from any of the connections. Upon inspection, the lipid filter was clogged with blood. The wet on the bed look more like total parenteral nutrition (tpn). It appears that the filter was leaking somewhere, causing the tpn and blood to back up. None of the pumps alarmed. No injury was reported.

Manufacturer narrative:
Three used and one unused medex¿ ultra¿ small bore extension sets were returned for investigation. The used samples were contaminated with blood residue on the filter and tubing, and thus were not functionally tested. A visual inspection was performed on all samples and no visible defects were found. The unused sample had a stopcock attached to it that was not part of the reported device. Functional testing on the unused sample was performed and no leakage was observed. The complaint was not confirmed, and no root cause was determined.